Event description:
It was reported via repair work order that the siderall could not latch due to the latching bracket weld being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.